Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight was to the spec, a crease fold, a deformation, and white particles on the surface of the shell. A cloudy was observed after an autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of " capsular contracture, baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade IV¿.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device remains implanted.